Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. Three days prior to the event onset, the patient was hospitalized due to another indication. On the same day as the event onset, the patient was treated with monocef injection (1gm, per day, ongoing), meropenem injection (500mg, per day, ongoing) and vancomycin injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. On an unreported date, pd therapy was discontinued and the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient's pd catheter was not yet removed and pd therapy was ongoing. Twenty days after the event onset, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.